Manufacturer narrative:
They were unable to prime the insulin pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the excessive no delivery test due to the prime anomaly. The pump was received with a cracked case at the display window corners and cracked battery tube threads. The pump was received with a scratched display window and with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been intermittently having issues with high blood glucose during fill tubing. Customer stated that her last blood glucose was 79 mg/dl. Customer stated that she continuously got a no delivery alarm over and over again after changing infusion sets and reservoirs. Customer stated that she knows nothing is wrong with the supplies because she took the reservoir out and insulin came right out with the plunger. Customer was able to successfully prime the pump. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis.